Event description:
It was reported that after filling the cartridge with insulin the cartridge began leaking from the septum. There was no impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.